Manufacturer narrative:
Evaluation summary: the product was not returned. The customer indicated the used of a non-qualified lens\cartridge combination. It was also indicated that a non-qualified viscoelastic was used. The reported "foreign material" could not be verified. No sample was returned. The root cause for the reported issue may be related to a failure to follow the directions for use (dfu). The use of non-qualified combinations may cause damage to the lens and potential complications during the implantation process. The "foreign material' was indicated to be "yellow" like the lens. This may indicate lens material from damage due to use of the non-qualified products. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during a cataract surgery with intraocular lens (iol) implant procedure, foreign material was found on the optic after iol implantation. Additional information has was provided that the size of foreign materials are various. Some of them are small and some materials are 1/2, 1/3 of the haptic size. The foreign material's color is yellow as same as iol and it is stuck on the optic. It is hard to remove them because it takes more than 5 mins. The iol, which is with the foreign material was placed to towards patient's eyelid or ccc margin for not affecting patient. There are six medical device reports associated with the events reported. This report is one of six.